Event description:
During troubleshooting for a system error (se) 2240 and 2367 which occurred on the homechoice (hc) during use, during dwell 2, the home patient (hp) confirmed that the supply bag had become disconnected. The baxter technical service representative (tsr) advised the hp to start over with new supplies. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, the pd rn stated the home patient (hp) did not contact them regarding the reported problem. As far as they know the hp is continuing with therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown, therefore, a batch review was not performed. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.